Manufacturer narrative:
We received the product for expertise at besancon, france. To find the cause of the problem, experts have performed a visual inspection and a functional control. The sensor's integration into the silicone does not reveal any abnormal or suspicious positions of the microwires under the silicone. Also, there is no potential contact between the microwires and the capsule. After connecting the catheter to a monitor, it displayed -2 mmhg at ambient air. Moreover, the catheter reacted to mechanical stress of the membrane. No noise was visible. The device was left in hot water (37°c) and showed a noisy signal from 24 hours. The noise diminished after disconnecting the monitor from the power or when putting the catheter out of hot water. A new zeroing procedure was realized before doing this test again. The data obtained are attached: there is some noise but very slight and temporary. No anomalies appear in the analysis of the traceability of the returned product.

Event description:
Disturbances on the icp curve on the pressio when on power, but okey when running on batteries. Icp value "jumps" between 0 to 70 mmhg. Some issue as with all complaints from our customers (from last year).

Event description:
Disturbances on the icp curve on the pressio when on power, but okey when running on batteries. Icp value "jumps" between 0 to 70 mmhg. Some issue as with all complaints from our customers (from last year).